Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a photograph was provided by the customer for evaluation. The picture shows an eye being implanted with an intraocular lens. Two vertical fold like marks near the lens peripheries were observed which may be compatible with the normal and transitory marks left by the delivery system. The folds may be influenced by several factors, including the time elapsed from the lens loading/folding to its implantation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when implanting a preloaded monofocal intraocular lens (iol), the doctor noticed the iol had sharp lines when unfolding. After some time, the lines disappeared. Further follow-up revealed that the iol sit/dwell time was one minute, after preparation, prior to insertion. The storage facilities and operating room have no issues with humidity or temperature. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.